Event description:
A peritoneal dialysis (pd) nurse reported to fresenius that this patient was hospitalized for peritonitis and covid-19. The nurse was not able to provide information about the hospitalization. However, it was reported the patient received treatment with unknown antibiotics. The patient was discharged from the hospital (on an unknown date) and continued pd therapy with the same cycler. The patient reportedly recovered from the event. The nurse indicated the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the event. The nurse reported that the peritonitis was directly associated with the patient not wearing a mask and not following aseptic technique while being sick with concomitant covid-19.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. It was reported the patient was ill with concomitant covid-19 which affected the patient¿s infection control during the pd exchange. Based on the reported information, the patient¿s peritonitis can be reasonably associated with poor infection control/not wearing a facemask, as reported by the patient¿s nurse. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported to fresenius that this patient was hospitalized for peritonitis and covid-19. The nurse was not able to provide information about the hospitalization. However, it was reported the patient received treatment with unknown antibiotics. The patient was discharged from the hospital (on an unknown date) and continued pd therapy with the same cycler. The patient reportedly recovered from the event. The nurse indicated the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the event. The nurse reported that the peritonitis was directly associated with the patient not wearing a mask and not following aseptic technique while being sick with concomitant covid-19.